Event description:
It was reported that a remote transmission showed high, high voltage lead impedance for svc to can greater than the upper limit on the right ventricular (rv) lead. The patient notifier was triggered, but the patient did not feel the vibration notifier. The patient was stable and asymptomatic. The patient was seen in the clinic, and the svc to can impedance appeared to read just below the upper limit. The patient¿s notifier was turned off, and the rv lead will continue to be monitored.